Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service. A fracture was noted at the terminal area. A new lead was implanted.